Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, creases flat and opening curved on plug strap bond edge. Leak test and microscopic analysis was performed, which identified sharp opening and non-penetrating nicks on the valve disk. A dimension measurement in the shell was performed, which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on plug strap bond edge assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, an unknown side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.